Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. (B)(4) applies to the pump, and (B)(4) applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. The pump contained an unknown brand of morphine [50.0 mg/ml] at a dose of 3.3 mg/day. It was reported the patient just had a new pump put in, and the patient stated, ¿whatever they did, it¿s the doctor¿s fault¿ not the manufacturer. The patient stated, ¿it aint working. I am in and out of withdrawals for 3 weeks now¿. The patient stated it was just getting ridiculous, and he was done with those people. The patient stated his pump was replaced on (B)(6) 2017(device records indicate the replacement was on (B)(6) 2017), and he felt like a new man after. The patient stated the only thing that happened was the pump started sticking out the stitches and was hanging out the side. The patient stated he went in for a revision to re-sew him up. The patient stated he felt great going into the hospital on (B)(6) 2018. The patient stated the doctor ¿cut his line¿ by accident. The patient stated when they were cutting him open, ¿they had to put a piece of line in after everything was replaced¿. The patient stated they told him he was going to go home feeling crappy and go through withdrawals. The patient stated ever since he had been in and out of withdrawals popping pills. The patient stated he would feel good for 3 days and going back to sleeping. The patient stated, ¿the stuff was killing me¿, and toward the end of the call, the patient stated, ¿I look like helen keller, you should see my side, it¿s terrible¿. The patient stated he went in last week, and they increased the medication by 15 percent. The patient stated it always took at least a week to notice, and then, he would get itchy (starting (B)(6) 2018) and was itchy for 3 days and could not sleep for 2 nights. The patient stated the night of (B)(6) 2018, his friend told him he did not look right; he said he looked like a zombie. The patient stated he knew the pump was working when he woke up that morning in withdrawals, and that had happened twice already. The patient stated he had just got out of bed at 1:30 because he felt like he could function that morning. The patient stated he had been popping pills not feeling well. The patient stated the withdrawals started on (B)(6) 2018, and it was unknown when the pump started sticking out. The patient stated he knew that he would get itchy because it would happen years ago. The patient stated the manufacturer representative was supposed to be at his appointment last week. The patient stated it had been an awful experience. No further patient complications were reported.